Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that varying high pacing lead impedance measurements were noted on the device. The patient was asymptomatic but not pacer dependent. The lead was capped and replaced.